Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a rash underneath the rear therapy electrodes. The patient reported that the irritation was moist and discolored. The patient reported that he had received an ointment from his physician and the irritation improved.